Event description:
A caller reported that the tandem mobi cartridges were not fitting onto their pump during the loading sequence. There was no adverse impact to the customer's blood glucose level. The customer followed up with a customer service office, and the issue was resolved by successfully loading cartridges from a different lot number.